Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The product was reportedly disposed. No lot traceability was provided; therefore, the device history records specific to the guidewire used in this procedure could not be reviewed. Perivalvular leak is an expected occurrence for varying degrees of leak post implant and the need to balloon it hoping to expand. The migration of the valve is a known complication if it was not fully seated initially. A "valve-in-valve" procedure was then completed and patient was reportedly stable. It appears clinical and/or procedural factors may have contributed to the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
Transcatheter aoritic valve replacement (tavr) procedure was performed. As reported: "final position good, pvl, decision for post-dilatation, they loosen the pigtail in the ventricle, recrossing the accurate with pigtail and safari wire, during post-dilatation the accurate migrated in the ascending aorta. Valve in valve with mdt evolut 29mm. An accurate neo valve embolized during post-dilatation, and additional information received notes that an interaction between the valve and safari2 wire contributed to the embolization."